Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) complained of device irritation due to the losing weight. The physician's plan is to revise the pocket. Subsequently, the pocket was revised successfully, and the patient is doing well post procedure. At this time, the system remains in service. No additional adverse patient effects were reported.